Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). Manufacture date: unk as lot is unk. Common device name: dyb special set. The customer returned two 4.0 fr outer catheters, two wire guides, and one stiffened cannula. An examination found that one outer catheter is separated approximately 4 cm from the distal end of the hub. Both the stiffened cannula and outer catheter have a kink located in approximately the same location. Per specification, the quality control personnel confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. It is possible that the catheter encountered resistance beyond its design due to the pt's anatomy and previous stenting. We are continuing our monitoring of similar complaints and have notified the appropriate personnel.

Event description:
After insertion of the micropuncture push-plus transitionless introducer set, the tip of the dilator dislodged. Access to the groin with the micropuncture dilator was difficult due to the pt's anatomy and previous stenting to the area. The missing piece was discovered immediately and extracted without any further complications. The tip of the dilator was extracted and the pt did not experience any adverse effects due to this procedure.